Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's conductor wire was damaged. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed at that time. The damage was first observed intraoperatively. The instrument's wire was exposed due to the damaged insulation. No fragments fell inside the patient. The procedure was completed with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The part was returned with a reported complaint that does not affect functionality. No damage found on conductor wires. No product issue was identified. The instrument was placed and driven on an in-house system showing 11 uses remaining. The instrument passed energy delivery, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. Grips open and close properly. There was no physical damage. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.